Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap fell off the transfer set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection was performed with no issues. The unit was received with pull ring attached. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.